Manufacturer narrative:
Section a4, weight, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2025 through (B)(6) 2025. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified, therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. After the implant, the patient was diagnosed with hypermetropia. Consequently, the iol was explanted. There were no complications such as a capsule tear, vitrectomy, incision enlargement, or the need for sutures. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 8, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received and visually inspected under magnification. No issues that could cause or contribute to the complaint issue reported were observed. The complaint lens was forwarded to the manufacturing site for miq re-measurement. The lens was measured resulting in a 23.34 diopter. It was confirmed the product is within the optical power range. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.